Manufacturer narrative:
Date of event - the reported event year is 2021. Initial reporter: other reported physician name is dr. (B)(6) with an email address of (B)(6). Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6)) underwent a cardiac ablation procedure with a navistar¿ electrophysiology catheter and suffered atrioventricular (av) heart block (2nd and 3rd degree) requiring surgical intervention (pacemaker implantation). It was noted that this patient had a medical history of: coronary heart disease, peripheral arterial disease, state after chemotherapy because of bronchial carcinoma ((B)(6) 2021). During the ablation, a steam pop occurred. The ablation was stopped directly. The patient went into av heart block which recovered after a few minutes. There were no biosense webster inc. (Bwi) product malfunctions reported. The smartablate generator temperature setting was at 60 degrees and power at 50 watts. The heart block av returned the day after the procedure. The patient was implanted with a pacemaker four days after the ablation procedure. Prolonged hospitalization was required. The physician¿s opinion was not provided and the patient¿s outcome is unknown. Since the event (av heart block) required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, this is to be considered serious and MDR-reportable.